Event description:
It was reported that the set screws would not thread into the pedicle screws.

Manufacturer narrative:
Lot 2066734, date of manufacture 6/2007; lot 473850, manufacture date 8/2008; lot number 484110, manufacture date 9/2008